Event description:
It was reported to boston scientific corporation that a patient underwent what was thought be a successful therapeutic hydrothermal ablation procedure that occurred during 2007. It was also noted the patient had a small fibroid. Patient presented to emergency room nine days post procedure, with acute onset of vaginal bleeding. The ER physician examined the patient and it was recommended that a total abdominal hysterectomy be performed immediately since no perforations or internal bleeding was observed. The physician felt this may have occurred due to the possibility of thermal injury or thermal erosion to the adjacent tissue during the procedure. The patient was admitted to the hospital for further observation. During the two day stay, patient was monitored and required two units of blood in order to increase her hemoglobin back to normal state. The patient was discharged and a full recovery is expected.

Manufacturer narrative:
The device will not be returned for evaluation; a device history review could not be performed since the batch/lot # was unknown. The march 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.